Event description:
On (B)(6). 2023 getinge became aware of an issue with one of our table tops ¿ 115020d0 - or-table top for trauma and orthopaedics. During the head surgery, the table top's left locking lever became loose leading to slight downward movement of the headrest. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the headrest during the surgery, was to reocurr.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer..

Manufacturer narrative:
Getinge became aware of an issue with one of our table tops ¿ 115020d0 - or-table top for trauma and orthopaedics used with 115001c1 - alphamaquet mobile or-table column. During the head surgery, the table top's left locking lever became loose leading to a slight downward movement of the headrest. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the headrest during the surgery creating a risk of the neck overstretching, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment and was also directly involved with the reported incident. As the malfunction of the lever was found, it was concluded that the getinge device failed to meet its specification. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. The issue investigated herein is a single and isolated case. The affected getinge device has been evaluated by the technician. The evaluation confirmed the malfunction of the handle. The technician emphasized that there was a possibility of an accidental unlocking. The following parts of the handle were assessed as defective: plate washer (part number 50061934), filling piece (part number 86012873), rubber buffer d17,5/30x7 sh95 (part number 90302784), eccentric bolt (part number 50096114) and eccentric lever, complete (part number 31910184). The affected parts were replaced, the table top was checked and the issue was solved. According to the information provided by the technician, the issue was related to the age of the device. The affected table top was manufactured in april 2007. The review of the customer product complaints database revealed that in the past there were no additional customer product complaints registered on this particular device. The customer does not have a maintenance contract, consequently there is no record of parts replacement outside of the complaint handling process. In the newest version of the user manual (IFU 1150.20 en 18, page 58) the user is informed that in order to ensure the correct functionality of the back segment, make sure that two of the affected components are replaced every 4 years: plate washer (part number 50061934) and rubber buffer d17,5/30x7 sh95 (part number 90302784). However, the review of the user manual available at the time of manufacturing of the device (ga115020de08) revealed that at that time, the recommendation of replacement of those parts was not included in the user manual. Therefore, it can be concluded that the parts were never replaced since the manufacturing of the table top. In summary and as a result of the root cause evaluation, it can be concluded that the reported issue, namely the unintended movement of the headrest during the surgery, was most likely caused by wear of the device as it is possible that the lever parts were in use for 16 years. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem and h4 device manufacture date fields deems required. This is based on the internal evaluation and the additional information that has been received. Previous b5 describe event or problem: on 21st november 2023 getinge became aware of an issue with one of our table tops ¿ 115020d0 - or-table top for trauma and orthopaedics. During the head surgery, the table top's left locking lever became loose leading to slight downward movement of the headrest. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the headrest during the surgery, was to reocurr. Corrected b5 describe event or problem: on 21st november 2023, getinge became aware of an issue with one of our table tops ¿ 115020d0 - or-table top for trauma and orthopaedics used with 115001c1 - alphamaquet mobile or-table column. During the head surgery, the table top's left locking lever became loose leading to a slight downward movement of the headrest. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the headrest during the surgery creating a risk of the neck overstretching, was to reoccur. Previous h4 device manufacture date: 04/01/2007 corrected h4 device manufacture date: 04/03/2007.

Event description:
On 21st november 2023, getinge became aware of an issue with one of our table tops ¿ 115020d0 - or-table top for trauma and orthopaedics used with 115001c1 - alphamaquet mobile or-table column. During the head surgery, the table top's left locking lever became loose leading to a slight downward movement of the headrest. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the headrest during the surgery creating a risk of the neck overstretching, was to reoccur.